Event description:
It was reported that the fiber was not recognized by the console. The procedure was completed using another fiber. There were no patient complications reported. Analysis of the returned fiber identified that the glass cap was detached.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) test found no breaks along the fiber length. The control knob is attached and aligned with the fiber and can rotate the fiber. The connector cone, segments, and tabs appear in good condition and secured. Therefore, the reported allegation was not confirmed. However, upon performing a microscopic inspection, it was identified that the glass cap was detached. The observed condition of glass cap detachment is caused by heat accumulation at the tip due to tissue adhesion and/or constant heavy tissue contact. In addition, the glass cap exhibited severe devitrification which is normal degradation of the fiber through use.